Manufacturer narrative:
In response to FDA report number: mw5106900. The event of inflammation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: "inflammation."

Event description:
Patient reported left side "chronic pain," "inflammation," "skin rashes," and "increased anxiety." Non device related events were additionally reported as follows: "suffer from fatigue," "brain fog, cognitive dysfunction, muscle pain, joint pain, hair loss, weight problems," "poor sleep, vision problems, low libido, difficulty swallowing," "numbness and tingling in hands, fingers, and feet," and "acid reflux." The device has been explanted.